Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped correctly due to a level alarm. When the pump was restarted a different error was displayed and the pump stopped again. Power cycling the pump resolved the issue and the procedure was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped correctly due to a level alarm. When the pump was restarted a different error was displayed and the pump stopped again. Power cycling the pump resolved the issue and the procedures was completed without further issues. There was no report of patient injury.